Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The fse installed new batteries and confirmed that the iabp unit powered on the batteries and that the charge indicator was functioning. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm, there was no patient involvement, and no adverse event was reported.